Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads have been slipping off from the hand piece - oral-b [device breakage]. Case narrative: 59 year old male consumer via e-mail stated that the oral-b toothbrush heads slipped off from the oral-b pro 2 2900 toothbrush hand piece. No injury was reported.